Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced a door not fully latched alarm. The force required to close the door was above expected levels due to a cracked threaded insert boss and raised threaded insert, causing the reported symptom. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had to be repaired as needed. It was also reported that there was no patient injury.